Event description:
It was reported that the patient was not feeling stimulation, as it had stopped a month prior. The patient had last charged over a month prior. The patient thought she did not need the stimulator, but it was stated that they did. Recharge equipment was not available at time of report. It was stated the ¿little bars that come up on the bottom of the recharger¿ were not coming up. It was later reported the patient had no stimulation sensation for 1 month. A communication problem with the recharger was reported. An implantable neurostimulator (ins) overdischarge was suspected. It was stated patient compliance was the primary reason for overdischarge. The last time any stimulation was felt was 1 to 2 months prior. The last successful recharging session was 1 to 2 months prior. It was reported the antenna locate feature was unsuccessful,and the patient was getting the no communication screen. It was stated the patient saw the reposition antenna screen. It was stated the recharge could not make communication. It was stated the patient¿s battery was not ¿charging right.¿ patient outcome was not provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3998, lot # lb7272, implanted: (B)(6) 2004, product type lead. (B)(4).